Manufacturer narrative:
The analysis of the catheter/tubing set was completed by medtronic personnel. However, analysis found there was insufficient information to determine a failure mode of the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned to the manufacturer for evaluation. However, analysis was not completed at time of filing. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 23-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, water was not returning through the return tubing and the tubing appeared to be closed. It was noted that the issue occurred after placing the patient in the magnetic resonance imaging (MRI) and beginning the cooling catheter flow. To continue with the procedure, the site replaced the tubing with a saline line from hospital stock. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome.